Event description:
Procedure type: total gastrectomy. According to the reporter: the surgeon connected the anvil and device, and felt the device click. However, it wasn't connected enough and the device detached. The surgeon extended the incision more than 1.2 inches , and used another device without further incident.

Manufacturer narrative:
(B)(4).